Manufacturer narrative:
The charger plug allegedly was melted. The charger and components were received with the cable cut and charger plug disassembled. There was no significant melting of insulation other plastic parts of the connector or cable. The only damage observed was the plug internally there is not history to suggests a product problem. Due to the components being received cut and disassembled no determination could be made. The charger was replaced. There is no history to suggest a product problem.

Event description:
The charger cord was allegedly melted. No injury is alleged.